Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50, serial: (B)(4), description: infinion 16 lead kit 50 cm. Model: sc-3400-30, serial: (B)(4), description: splitter 2x8 kit-sterile. The explanted devices were not returned to bsn as the leads were discarded by the medical facility and the ipg was given to the patient per her request. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A database analysis of the ipg was evaluated and revealed no anomalies with the device. The charge profiles show signs of poor charger to ipg coupling and the thermistor triggering often.

Event description:
A report was received that the patient underwent an ipg and lead explant procedure. The patient experienced a burning sensation in the ipg pocket during charging and frequent ipg charging. The patient was provided with charging instructions, but the symptoms continued. Therefore, the physician elected to explant the system. Electrocautery was used during the explant procedure. The patient is doing well post operatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. Physician's implant manual 90970880-04.